Event description:
(B)(4). I have been dealing with this pain for more than five years. I was admitted in to the hospital only a week after the implantation. Actually I have been to the hospital several times and to my dr's non stop. I have pelvic pain, sever back pain, hair falling out, dizziness, fatigue, forgetful, horrible periods, non consistent periods, pre cancerous cells, kidney stones, weight gain, frequent urination and the list goes on. My device was covered under insurance and I wish I was never talked in to this horrible procedure. All I wanted was to have my tubes tied.